Manufacturer narrative:
Upon review it was found that this a duplicate of MFR report number 2031642-2022-00151.

Event description:
The customer reported the noise occurred in the unit on 4/29 and the unit was not used anymore so it was stored in the hospital. The noise emitted continuously. The same noise occurred in january and the vibration-proof ring was adjusted in order to address the complaint at that time. The device was not in clinical use. No patient or user harm was reported.